Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when passing through the puncture needle, the guide wire got stuck in the needle tip, making it impossible to enter or retreat. The department believed that the diameter of the guide wire was too thick and that the inside of the puncture needle was not smooth enough. There were no other visible defects or damages found on the needle or product. There was nothing unusual observed on the device prior to use. There was no other product utilized with the device. Flushing was done prior to use. There was no leak. No cleaning agent was used on the device. The catheter was not repaired. Tego was not utilized. There was no luer adapter issue. The customer mentioned that there was no excessive force applied to the product and it was easy to kink. The guidewire and needle were removed from where they were inserted at the same time. T. The guidewire did not break into pieces, and the guidewire was not frayed, coiled, or unraveled. The guidewire and the needle of the kit were the ones used. The dimension of the guidewire and needle matched what was indicated on the level. The product was replaced with the same lot on the same day of the procedure to resolve the issue. The procedure was completed. There was no blood loss, and blood transfusion was not required. There was no medical I ntervention or treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when passing through the puncture needle, the guide wire got stuck in the needle tip, making it impossible to enter or retreat. The department believed that the diameter of the guide wire was too thick and that the inside of the puncture needle was not smooth enough. There were no other visible defects or damages found on the needle or product. There was nothing unusual observed on the device prior to use. There was no other product utilized with the device. Flushing was done prior to use. There was no leak. No cleaning agent was used on the device. Tego was not utilized. There was no luer adapter issue. The guidewire was aggressively pulled out, and it was easy to kink. The guidewire and needle were removed from where they were inserted at the same time. There was no excessive force applied to the product. The guidewire did not break into pieces, and the guidewire was not frayed, coiled, or unraveled. The guidewire and the needle of the kit were the ones used. The dimension of the guidewire and needle matched what was indicated on the level. The product was replaced with the same lot on the same day of the procedure to resolve the issue. The procedure was completed. There was no blood loss, and blood transfusion was not required. There was no medical intervention or treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Information received shows that this event is a duplicate of another issue reported under regulatory report #1282497-2024-00151. This file will be closed and all further updates processed under the above referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when passing through the puncture needle, the guide wire got stuck in the needle tip, making it impossible to enter or retreat. The department believed that the diameter of the guide wire was too thick and the inside of the puncture needle was not smooth enough. The guidewire was easy to kink. There was no leak. No cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. The product was replaced with the same lot. There was no reported patient injury.